Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for clip opening during efaa. The unspecified tissue injury (torn chord) appears to be related to procedural conditions and while removing the device. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during establishing final arm angle (efaa) resulting in torn chordae requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was positioned on the mitral valve, a successful grasp and mr reduction was achieved; however, while establishing final arm angle (efaa) the clip opened. Troubleshooting attempts were unsuccessful and the clip was removed. During removal a chord was torn. Two clips were implanted reducing the mr to a grade of 2+. There was a clinically significant delay in the procedure. No additional information was provided.